Event description:
The customer and wife called to report problems with the sensor, as well as secondary health issues. The customer's blood glucose reading was 197 mg/dl at the time of the call. Advised the wife to call the paramedics due to customer's secondary health issues. It was unknown whether or not the paramedics were called. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.